Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction reported as "no main power." This event had the potential to interrupt delivery. There was no report of when or in which care area this condition occurred. The facility reported that there was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "no main power" was confirmed and reproduced during product evaluation by baxter service personnel. The cause was determined to be a defective power supply. Service replaced the power supply to resolve the issue. Additional information: the user interface module master software version for this device is colleague 2006 (5.09.90).